Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient complaint of decreased vision. The decreased vision was at a distance and constant and associated with foreign body sensation and photophobia. The decreased vision has been present for 1 week and patient being treated lubricate dry eyes and anti-inflammatories. In post off 2nd visit patient complaint of foreign body sensation. The yag (yttrium aluminum garnet) laser posterior capsulotomy performed for posterior capsular opacification. Post yag patient complaint about intermediate was blurry and has trouble focusing, causing dizziness. The lens was explanted in a secondary procedure. Additional information was received stating patient had complicated cataract extraction with intraocular lens (iol) implant procedure initially. Patient had an explant, anterior vitrectomy, inferior fovea splitting rhegmatogenous retinal detachment (rrd). Followed by a pars plana vitrectomy and patient now doing well.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).